Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyper glycemic episode lasting 16 hours reaching a peak of 370 mg/dl blood glucose (bg). The user changed supplies 4 hours ago and no leaking was detected. They have not started any new meds since starting the ilet. Pt is not willing to move to site; they do not want to troubleshoot. They said that they are on a steroid but have been taking it the whole time they were on the ilet so it does not make sure that now their bg is acting like this. The user was advised to reach out to their hcp.